Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events; current bg level was 165 mg/dl. Infusion set changes were performed to address the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. After the system check, the customer stated that the occlusion alarms were due to abrupt temperature changes to the pump. Reportedly, an infusion set site change was performed to address the current occlusion alarm.